Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer auxiliary 4.1/4.2 not detected on bus. A field service engineer (fse) replaced the pyxis module controller board, powered on the system, and successfully ran the hardware test application (hta). The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the customer observed a "device not detected on bus" error on the station. The customer attempted to recover the failed drawer; however, the system continued to indicate that maintenance was required. The customer rebooted the device, but the issue persisted. Additional troubleshooting was performed, including shutting down the station by disconnecting the power cord for 2-5 minutes, reconnecting the power, and restarting the station. Despite these actions, the drawer recovery continued to fail, and the issue remained unresolved. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.